Event description:
A nurse reported that one of the trocars among the three loaded on the sclera had leakage, the doctor noticed leakage during the vitrectomy procedure. The procedure was carried on and was completed successfully with some difficulties. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar assemblies in a tray were received, for the report one of the trocars. For the instrumentation had a big leakage. The samples were visually inspected and found to be nonconforming with damaged and torn slits. Leak testing could not be performed, due to the damage of the samples. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown. The damaged condition of the valves could have contributed to the reported event; how and when the valve became damaged cannot be determined, from the evaluation performed. The exact root cause for this complaint is unknown. Therefore, specific action for this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed, associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).